Event description:
Per the surgeon, the patient experienced an infection at the abutment site. The abutment was removed under a local anaesthetic.

Event description:
Per the clinic, the patient was placed under general anaesthesia on october 3, 2019, in order to exhange the patient's abutment. The implanted fixture remains insitu.